Event description:
Additional information was received from the customer that the procedure was prolonged 10 minutes longer while the patient was under monitored anesthesia care (mac). There was no patient injury or harm. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed the procedure was only prolonged 10 minutes and that the patient did not suffer any serious injury or adverse effects, thus correcting b1 and b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur. F10 health effect impact code corrected.

Event description:
It was reported during a diagnostic colonoscopy, the knobs of the colonovideoscope were "really tight and not turning" and "not manipulating" while the device was inside the patient. The procedure was prolonged greater than 30 minutes. There were no reports of patient harm.